Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patients adverse event(s) of a hernia (type not provided), which warranted surgical intervention. There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused the event(s). However, the liberty select cycler cannot be excluded from having a possible causal and/or contributory role in the creation or exacerbation of the patients hernia. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure created during pd therapy. During therapy, this pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of hernia formation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿

Event description:
A patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that they were scheduled for surgery. Follow-up with the patients pd registered nurse (pdrn) revealed the patient underwent an outpatient hernia (type not provided) repair on (B)(6) 2021. The pdrn was uncertain if the hernia existed prior to the patient beginning pd therapy. However, the pdrn was certain the hernia worsened since the patient began pd for rrt. The hernia surgery was successful, and the patient resumed ccpd on (B)(6) 2021 without issue using the same liberty select cycler. Additional information was requested, however the request was declined. The pdrn stated the liberty select cycler in no way malfunctioned or failed to perform as expected.